Event description:
It was reported that an unspecified malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 600 mg/dl; and moderate ketones. Correction injection via mdi was given to address the high bg.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.